Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the blade of the harmonic ace insert broke after 15 minutes of use. There was no report of instrument collision. The procedure was completed with no reported patient harm, adverse outcome, or injury. There was no report of fragment(s) falling inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic insert involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.132¿ from the base and teh broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.